Event description:
It was reported that the device battery depleted too soon. Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery depleted too soon. Therefore, the device will be removed and replaced with a new device. It was later reported that the device was not replaced and that the doctor suggested observation of patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.